Event description:
Consumer states grease/oil is leaking from what he thinks is the right side of the chair. Consumer states the chair is sitting in his bathroom with cardboard underneath so there is no damage.